Event description:
The pt was revised to address knee pain. The surgeon did a poly swap.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.